Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2007 (B)(6); 4074 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited elevated pacing thresholds and reduced p wave amplitude sensing. The physician elected to reuse the lead at device changeout. No patient complications have been reported as a result of this event.